Event description:
Patient was revised due to poly wear and osteolysis. The patient developed a large osteolytic lesion distal to the tibial tray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.